Event description:
It was reported that the patient presented for follow up with high capture threshold exhibited by the right ventricular lead. The lead was capped and replaced on (B)(6) 2024. The patient was stable.